Event description:
In 2009, the patient reported that since early 2009, he has been experiencing air bubbles in the insulin cartridge of his infusion device both when he fills the cartridge as well as after the cartridge is inserted into the device. He stated he currently has air bubbles in the cartridge which he has been unable to remove. He has had elevated blood glucose readings for the past 3 days ranging in value from 155 mg/dl yesterday to 240 mg/dl this morning. His normal blood glucose range is around 120 mg/dl. Symptoms are fatigue and thirst. He said, his doctor increased his basal rates 2 weeks ago. He stated he uses room temperature insulin to fill his cartridge and does not reuse cartridges. He attaches the adapter and tubing to the cartridge prior to inserting it into his device and returns the piston rod to 315. He does not adjust the piston rod to match the cartridge. To troubleshoot his air bubbles, the patient was instructed to remove the cartridge and tubing and prime out the air bubbles. He was able to remove some but not all of the bubbles. He then adjusted his device to 130 and reattached the tubing and adapter and primed again but was still unable to remove all the air bubbles from the cartridge. Patient was advised to call back when he is ready to change his insulin cartridge and to switch to an alternative insulin therapy. A request for additional training was submitted. On follow up with the patient three months later, he stated, he continues to have air bubble concerns and thinks it is caused by the cartridges. Courtesy cartridges were sent to the patient. Eight days later, the patient stated the new cartridges have resolved the issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.